Event description:
It was reported that the kit allegedly contained an incorrect sheath. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one peel-apart sheath and dilator was returned for evaluation. A visual evaluation was performed. The investigation is inconclusive for incorrect component, as the sample received was one 15fr introducer and one 15fr peel-apart sheath. However, due to the kit being opened upon return it is unknown whether the mixed components could have been mixed up in clinical or packaging return procedure. The most likely root cause is due to a mix-up at the supplier where the incorrect sheath was mixed with the correct sheath. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the kit allegedly contained an incorrect sheath. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.